Event description:
It was reported that there are seeing an intermittent white horizontal line on tomo images, causing the patient to be re-exposed. It was determined that these are symmetrical gate lines and the array needs to be replaced. Once this was done, the system is working as intended.